Manufacturer narrative:
(B)(4) - used for photophobia. Complaint unit not yet returned. Retained testing is in process.

Event description:
A mother reported her (B)(6) daughter has been diagnosed with bilateral acanthamoeba keratitis while including complete multipurpose solution easy rub formula in her lens care regimen. The reporter indicated her daughter's eyes were red, irritated and photophobic for about two months. She initially went to the student health center and then her local optometrist. She was then referred to a corneal specialist. A culture was obtained but the results were not yet available. Her daughter is taking several medications, she could not provide them all but named desomedine as one. She wears acuvue 2 contacts on a daily wear basis, discarding them every 4 weeks. Additional information has been requested.